Manufacturer narrative:
The reporting facility indicated is using the high priority icon for peer review workflow. Random studies with status of reported are selected for peer review using mckesson radiology study list. The studies are reported and signed by an accredited radiologist. Site uses different filters and reasons to nominate a study for peer review. The criteria for study selection vary. Once the study is selected for peer review, the customer changes the status of the study to "reviewed" and mark them as high priority. The high priority icon is an indicator for the doctors (radiologist) to do a peer review on the study. Mckesson medical imaging company completed an investigation and concluded that the system malfunctioned. The high priority alert icon is only displayed when there is also a stat study present in the mckesson radiology study list. When the high priority alert icon is not displayed as intended, there is potential for a delay in care. Mckesson medical imaging company customer support will work with potentially affected customers to apply a software update to mckesson radiology 12.0 for correcting the error identified.

Event description:
The reporting facility indicated that the high priority alert icon did not display on the mckesson radiology study list, as expected. No harm to the patient was reported.